Event description:
N/a.

Manufacturer narrative:
Additional information section: d9, h6. This complaint is based on information within an article and no specific device information has been provided. As there is insufficient details of an actual device malfunction or adverse event that occurred the complaint cannot be confirmed. A device history record (DHR) review was unable to be performed as the device product part number and lot number was not provided within the article. Conclusion: the instructions for use clearly states that potential adverse effects of advanta v12 balloon-expandable stent include, but may be not limited to: inadequate implantation or intimal trauma, restenosis of stented lesion, stent misplacement, migration or deformation, systemic embolization or thromboembolic episodes. Considering the design of the study, small sample size, 0% in-hospital mortality, very low number of complications among endovascular treatment group and the fact that the small asymptomatic vaa can be managed conservatively and invasive treatment treatments can be performed with low complication rates, one can infer that the getinge¿s advanta v12 balloon expandable covered stent performed as expected. H3 other text : product not available.

Manufacturer narrative:
On completion, a follow up report will be submitted.

Event description:
Received an article: keschenau, p. E. (2020). Management strategies for true and dissecting visceral artery aneurysms. Journal of cardiovascular surgery, 340-346. Purpose: to evaluate our 13-year experience with vaa treatment including conservative, open surgical and endovascular therapy. Method: a retrospective single-center study including 37 patients between 2006 and 2018. Conclusion: small asymptomatic vaa can be managed conservatively. Per the article deaths occurred within the study period.